Event description:
While opening percutaneous laparoscopic cholangiography set, nurse discovered that two items were missing from kit. Components missing were one (1)syringe, 1 1/4 cc leur-lock, and one (1) stopcock: 3-way. Staff obtained another kit from storage; second kit had all components. Case was completed without incident. No adverse event resulted from this incident.